Manufacturer narrative:
(B)(4). Examination of the instruments that were returned confirmed the graters are somewhat dull, not as sharp as first distributed. The date codes indicate the instruments range from 2 to 16 years old. A two-year search of the complaint database found additional reports for dullness that were attributed to heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Dr. Finds graters dull .